Manufacturer narrative:
Additional info: date of event, event description, and concomitant medical products.

Event description:
It was reported that on the adult inpatient area, during an infusion of IV fluids, the tubing had a slit and leaked above the pumping segment. Although requested, no further information was received.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the tubing had a slit above the pumping segment.